Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and increased shock impedance measurements. The lead was attempted to be repositioned. The lead was then tested with the pacing system analyzer (psa), however the thresholds were unable to be seen due to loss of capture. The lead was found to have perforated the right ventricle. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being sought from a local representative for the model and serial number associated with this lead. This report will be updated once additional information is obtained.